Manufacturer narrative:
A system service check of the avanta fluid management system, serial number (B)(4), was completed on may 23, 2016 which confirmed that the injector was operating within bayer specifications. The multi-patient sterile disposable set (mpat) and the single-patient sterile disposable set (spat) that were in use during the procedure were discarded by the site. The site was unable to provide the lot numbers of the disposables; therefore, testing of retained samples was not possible. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. Additional applications training has been scheduled for may 31, 2016. The site continues to use the avanta fluid management system after the reported event. No further issues were reported.

Event description:
The customer reported the following: an (B)(6) male patient was undergoing a left heart catheterization while connected to the avanta fluid management system. A right radial approach was utilized to inject contrast into the left coronary artery. During the test injection, an undisclosed amount of air was visualized within the left coronary artery. The patient's heart did not display any dysrhythmias but quickly progressed to asystole. Successful CPR as well as administration of medication was performed. Post resuscitation, the patient was transferred to the ICU for further evaluation and care.

Manufacturer narrative:
Correction: the serial number contained within the manufacturer narrative on the initial MDR submitted for this site was incorrect. The correct serial number should be (B)(4).